Manufacturer narrative:
Intervention required was checked by mistake; it should not have been checked because there was not a serious adverse event reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was scheduled to meet with a manufacturer representative and their doctor on (B)(6) 2017.

Event description:
Follow up received from the patient reported that they never stated that ¿your therapy has not been working at all since mid 2016" and that it was a ¿lie¿. The patient was upset and could not answer that question. Regarding the "you reported that 2 of your 4 groups yielded a strong sensation jolting during positional movement¿ they had no idea where that came from. In addition, the patient stated that they sometimes charged more often but not ¿all the time¿ was not accurate. The patient did not want to respond to these issues and did not want any further follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional indicating that the patient saw the representative on (B)(6) 2017.

Manufacturer narrative:
See related reg report #: 3004209178-2017-01021. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that their therapy was not working at all. They originally started out with 3 programs but later a 4th program was added. Then, around mid-2016, they noticed two of their four programs were causing pain and caused a strong sensation like jolting during positional changes when their system automatically switched positions. Those two groups that have been unusable were groups c and d. They stated most of the pain was on the left side and the stimulation was more turned up on the right side. They stated they wanted greater relief on their left side and wanted settings for sitting, standing and lying down. They requested to meet with a manufacturer representative for an adjustment. It was also reported that groups a and b have high settings, which has caused them to charge more often - instead of charging every week and half they have been needing to charge every 3-4 days. It was also noted that the patient was fully disabled and had a history of fibromyalgia and osteoarthritis, both of which began prior to the implant of their device.